Manufacturer narrative:
This complaint (B)(4) is a duplicate of the complaint (B)(4), that was reported under the report number 1643264-2018-00874.

Event description:
It was reported that there was a communication and connecting issue. There was a surgical delay greater than 30 minutes.